Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the console was not displaying the rotational speed. A rotablator rotational atherectomy system was selected for a percutaneous transluminal coronary angoplasty. During the procedure, it was noted that the display did not show the revolutions. The usage of the equipment was stopped and the device was removed from the patient. No patient complications reported and the patient's status was stable.